Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient's skin had broken out after starting to wear the lifevest. The patient described the irritation as a welt and itchiness on her side, under the breast, and on her arms and legs. The patient's doctor advised her to remove the lifevest and gave her a pill. Follow-up indicated that the skin irritation was all cleared up and the doctor advised to not wear the lifevest anymore because she was breaking out.